Manufacturer narrative:
The product remains implanted in the patient and therefore has not been returned to medtronic. No autopsy was performed as requested by the family. A supplemental report will be filed when the investigation is completed. The date of death is approximate and attempts to gather the actual date of death have been made but unsuccessful. (B)(4).

Manufacturer narrative:
Based on the available information to date and with no returned device, a root cause for the clinical observation cannot be determined. The device history record was reviewed and showed this device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. There were no non-conformances identified in manufacturing and sterilization (raw materials, manufacturing time period, packaging and labeling, or the sterilization process) that could be related to this event. The investigation will be reopened and a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a user facility medwatch form that immediately post implant of this bioprosthetic valve, the patient's post-operative course was complicated by unrelenting, major dependent edema. Post-operative echocardiogram demonstrated a high velocity (3.91 meters/second) across the aortic valve with a lower left ventricular ejection fraction (lvef) of 37%. The patient¿s edema persisted and even increased with bilateral pleural effusion confirmed by chest computed tomography (CT). Patient was again readmitted to the hospital with congestive heart failure (chf) and dresser's syndrome. A repeat echocardiogram showed a new, large pericardial effusion around his right atrium, and an increase in lvef of 46%. At a later visit, the edema worsened. The patient was admitted again with bilateral leg wounds, which required intravenous therapy (IV) with antibiotics. The patient's blood cultures were positive for staph aureus and morganella morganii. Patient was discharged home while receiving an IV of cefepime, as well as oral rifampin/doxycycline. At the patient's next visit (unknown duration post implant) the echocardiogram revealed an 'abnormal' aortic valve prosthesis demonstrating mild aortic insufficiency with elevated aortic velocity of 3.06 meters/second. The aortic valve prosthesis had a loud murmur. An unknown duration post implant, the patient developed bilateral infected leg ulcers w/sternotrophomonas, and enterococcus faecalis; these were treated successfully. The patient's edema persisted. Repeat cultures of his skin ulcers were positive and demonstrated heavy growth of staph aureus and enterococcus faecalis, which were treated with oral antibiotics, including ampicillin, rifampin/doxycycline. The physician then made a home visit (unknown duration post implant) and noted the patient's skin infection resolved, but his venous insufficiency edema increased. During the patient's last office visit (unknown duration post implant), the echocardiogram noted the patient had severe aortic stenosis. The physician made a diagnosis of aortic valve prosthesis dysfunction. Subsequently the patient passed away the next day (date of death unknown). The physician felt that the valve dysfunction contributed to the patient's death. No autopsy was performed per the family's request.